Event description:
It was reported that the patient fell down some stairs and fractured her cervical spine. She was reported to be paralyzed and was going to have an MRI scan performed. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Accessory model 8591-38 lot# d17525 implanted: (B)(6) 2012 explanted: na; lead model 39565-65 serial# (B)(4) implanted: (B)(6) 2012 explanted: na; recharger model 37754 serial# (B)(4); programmer model 37744 serial# (B)(4).